Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 471 mg/dl and diabetic ketoacidosis. Customer was treated with manual injections. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the hospital. Reportedly, the customer ran out of insulin, and subsequently bg levels elevated. Multiple attempts were made by tandem technical support to follow-up with the customer, but no response was received.